Manufacturer narrative:
Investigation completed on a smiths medical sharps safety/jelco blood collection saf-t holder. Visual inspection of the returned blood culture device, revealed that the luer fitting of the sample was completely broken off, thus confirming the complaint. The damage to the holder seemed to suggest that a force may have been inadvertently applied, as the luer was either being connected to or while attempting to remove the saf-t holder from the non-smiths device. It is possible that an interaction of the two materials may have contributed to the difficulties observed by the customer. The problem source could not be determined with any certainty. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
Investigation completed and summary in h10.

Event description:
According to the customer the devices are breaking apart during use. One of the ed nurses had a blood exposure as a result of this issue and had to check into the ed.